Event description:
It was reported that a patient experienced the loss of a dental implant due to an infection and osteolysis.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 CFR Part 803.The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.